Event description:
It was reported that a pump malfunction occurred, and the customer reset the pump prior to calling technical support. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. To address the elevated bg, the customer administered a correction bolus via the pump and did not require assistance from a third party. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.